Manufacturer narrative:
(B)(4). Patient developed arthrofibrosis after a right tka on (B)(6) 2020 and required a manipulation under anesthesia. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthopaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. Additional associated products & mdrs (B)(4) femur cemented cruciate retaining(cr) narrow rt sz 7 lot# 64633161, MDR: 3007963827-2022-00141; (B)(4) articular surface fixed bearing(uc) right 11 mm lot# 64418973, MDR: 3007963827-2022-00143. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient received an initial right total knee arthroplasty. Subsequently, underwent a manipulation, under anesthesia of the right knee two months post procedure, due to arthrofibrosis of the joint. No further complications were reported. Patient demonstrated overall improvement with pain, satisfaction, and quality of life and completed the study per protocol with no further interventions.